Event description:
It was reported on (B)(6) 2022, that during weekly inspection several hand pieces were removed from set due to performance issues. It is unknown when the issue was observed. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that the device did not run in reverse, device had patina between housing and switch plate, wires were discolored, brown residue was present on barriers and motor. This report is for a hand piece this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hxx and gxl. A product investigation was conducted. Service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver does not work in reverse. The repair technician reported the device did not run in reverse, device had patina between housing and switch plate, wires were discolored, brown residue was present on barriers and motor. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, pfhs, motor/gearhead, membrane switch/flex circuit, cam screw, set screw and shrink tubing. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 05.000.008. Synthes lot # 007926. Supplier lot # n/a. Release to warehouse date: (B)(6) 2020. Supplier: triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.